Event description:
Customer reported that she has been having trouble with her sensors causing bleeding. Customer's blood glucose reading was 538 mg/dl. It was reported that the customer was hospitalized during the previous month but it was not diabetes related. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.